Event description:
A malfunction was reported on the customer's pump after it was hit multiple times by a child. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.